Event description:
It was reported that the device failed to complete its boot-up cycle and would not power on completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer has advised physio that they are declining repairs to the device and will be retiring the device due to the age and costs associated with repair. The device was returned to the customer un-repaired. The cause of the reported failure could not be determined. (B)(4). Physio-control evaluated the device and verified the reported failure. The customer has advised physio that they are declining repairs to the device and is requesting the device to be returned, un-repaired. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer has advised physio that they are declining repairs to the device and will be retiring the device due to the age and costs associated with repair. The device was returned to the customer un-repaired. The cause of the reported failure could not be determined.